Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as stage 4 pressure sore. There was no alleged device malfunction contributing to the irritation. The patient¿s wound care team debrided wound and it treating area. Follow up indicated that the skin irritation improved.